Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of primary audible alarm post error and acu watchdog failure. To further investigate, a power up test was performed. Customer problem was not duplicated. Replaced speaker for preventive. Performed pm maintenance and all functional testing. No further actions taken.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure. No adverse effects were reported.